Event description:
During a routine service log review conducted at the u.s. Service center, an internal employee identified that the (d4) device experienced a product problem characterized by an internal fault/system diagnostics alarm while delivering inhaled nitric oxide (ino) therapy to a patient. According to available information in the log date, hospital staff restarted the device and continued therapy. No patient harm or lasting adverse effects were reported.

Manufacturer narrative:
Following a review of the (d4) device on its return to the service center for routine inspection, it was identified that while delivering inhaled nitric oxide (ino) therapy using the (d4) device to a patient a product problem occurred where the device alarmed for an internal fault/system diagnostics and prompted the hospital staff to restart the device. According to available log data, hospital staff restarted the device and continued therapy. No patient harm or lasting adverse effects were reported. This failure mode has been identified by the manufacturer as part of an ongoing correction and removal submitted to the FDA.